Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced difficulty placing the right ventricular (rv) lead due to enlargement of the right ventricle. It was noted that the patient's myocardial condition was poor and adequate r-waves were unable to be obtained. Therefore, the helix was retracted and was noted to be stretched out as confirmed via fluoroscopy. It was further reported that tissue was found in the stretched helix. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.